Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; hybrid reconstruction of the aortic arch: a 15-year follow-up charles a. Dietl, mark langsfeld, adriana m. S anchez and von g. Samedi, albuquerque, nm j thorac cardiovasc surg 2017;154:e95-7 doi.org/10.1016/j.jtcvs.2017.07.079. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the off label endovascular treatment of a 65mm thoracic aneurysm of the distal aortic arch involving the origin of the left subclavian and left common carotid arteries on an unknown date. It was reported approximately 12 months post the procedure a CT scan revealed a thrombosed aneurysm sac and a type ib endoleak. The patient received re-intervention to resolve the endoleak. 7 years post the index procedure, it was reported that the patient was diagnosed with a chronic crawford type iii thoracoabdominal aortic aneurysm with chronic dissection. Reconstruction with open replacement of suprarenal aorta combined with thoracic endovascular aortic repair was performed. 13 years post the index procedure, the patient experienced severe left sided headaches attributed to severe stenosis of the left common carotid artery graft and retrograde flow which was suspected to cause an unknown endoleak responsible for aneurysm enlargement. Re-intervention with bypass was completed the event was resolved. 15 years post the index procedure, the patient experienced lower back pain and a new mass had developed in his left neck. Subsequent testing revealed a diagnosis of epithelioid angio-sarcoma which was complicated with progressive respiratory failure. It was reported that the patient expired shortly post diagnosis. The cause of death is undetermined.

Manufacturer narrative:
Fdc coded at investigation completion. If information is provided in the future, a supplemental report will be issued.